Manufacturer narrative:
Records indicate this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was in the hospital for non-device related reasons. A local area field representative was contacted to interrogate the device, however the device was unable to be interrogated. Troubleshooting techniques and multiple attempts to interrogate the device without success. No adverse patient effects were reported.